Event description:
The lay user/patient contacted lifescan and alleged that a onetouch ultrasmart meter was prompting "error 5" message. This complaint is being classified based on the available information, as the patient could not be contacted back by lfs to obtain the additional information. The patient indicated that the alleged issue first started in early 2009 at around 9:30 am. It is unknown whether she was able to test her blood sugar after that or not. About two and a half hour later, she allegedly experienced "shaky, disoriented, and weak". She ate and drank something at around noon to treat her symptoms. The customer service agent (csa) verified that the patient was using correct technique to test and this was not a new meter. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly experienced "shakiness, disorientation and weakness" after the alleged issue started. It is unknown whether the patient was able to test her blood sugar after the alleged issue or not. Diabetes care management: insulin and pills.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.